Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5f mynxgrip vascular closure device (vcd) the core wire separated during a case. Hemostasis was achieved by manual compression lasting 30 minutes or less. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 5f non-cordis sheath. Regarding the puncture femoral site: the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer; the vessel type was arterial; the vessel diameter was verified to be greater than or equal to 5mm; there was no vessel tortuosity; and there was little or no presence of pvd or calcium in the vicinity of the puncture site. The device did not separate inside the patient. No excessive force was applied while using the device. The device is being returned for evaluation.

Manufacturer narrative:
This event was reported to have been a duplicate entry in error. The information was previously reported under medwatch #3004939290-2025-00384. No additional reports will be forthcoming for this event.